Event description:
A customer reported experiencing a cartridge alarm 20 on their pump. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. As a corrective action, tandem technical support arranged to send the customer a replacement pump with updated software and provided instructions for returning the problematic pump. The customer understood the guidance and would continue using the current pump until the replacement arrived.